Manufacturer narrative:
Received one (1) new (B)(4) extension set, 17 inch, 0.2 micron filter, clave y-site, secure lock lot#3849237 for investigation. The new set was leak tested with ro water to 30 psi per 10.67-1659. No leaks were observed. The reported filter leaks were not confirmed by investigation. The product used clinically was not returned for investigation. A device history review (DHR) was complete for lot 3849237 and the relevant components and no discrepancies or non-conformance were found that would have contributed to the reported complaint.

Event description:
The event involved an extension set, 17 inch, 0.2 micron filter, clave y-site, secure lock, that leaked from the filter portion of the extension set. The set-up included a secondary IV set, chemolock system and extension set with 0.2 micron filter. It was reported that 3 hours after the infusion started, doxorubicin, etoposide, and vincristine leaked from the filter portion of the extension set above the level of the pump. The tubing set was replaced and therapy was resumed, but the drugs were not replaced. The customer reported there was no crack on the filter and also no holes, no cuts, no tears or any defect noted. The leak came in contact with the patient and the healthcare provider. The clothing/fabric affected was discarded and skin was washed with soap and water. The chemotherapy spill was cleaned up per protocol and a spill kit was used. There was patient involvement, no report of adverse event, no blood loss, and no delay in critical therapy.